Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure of black liquid coming out of the device was not confirmed, however, liquid leaking from the device was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to corrosion on plug unit, b30(scope communication error) occured. Due to shortcut of charged coupled device (ccd) cable, image noise occured a root cause and probable cause was not identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ultrasound bronchofibervideoscope was leaking and black liquid was coming out when hanging the device in the cabinet. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to d10 and g2. The information in d10 and g2 was inadvertently omitted from the initial medwatch report.

Event description:
No additional information received from the customer.